Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer inadvertently cracked the pump touchscreen. Pump was functional; however, the screen had "sharp bits" and customer did not want to use it. There was no reported impact to customer's blood glucose. Reportedly, customer reverted to using insulin pens for insulin therapy.